Event description:
It was reported by the nurse practitioner that the customer was admitted for diabetic ketoacidosis. Nurse practitioner wanted to know if the customer should call so he could troubleshoot. Nurse practitioner was advised to have the customer call in for troubleshooting. Nurse is going to have the customer call back in. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.